Event description:
It was reported patient experienced a hip dislocation approximately two months post-implantation. Patient experienced a second hip dislocation approximately three months post-implantation. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). Italy. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: vit e liner neutral ii 32 item#00-8851-010-32 lot# 64239542. Continuum shell 52mm item#unknown lot# unknown. Cls stem 12.5 (winterthur) item#unknown lot# unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent a left total hip arthroplasty, approximately 5 years, 9 months post op , the head and liner were exchanged, and a second revision was performed 18 months later due to ceramic liner fracture. After the second revision, the patient continued to experience instability with frequent falls leading to recurring dislocations. The patient underwent a third revision performed approximately 4 months later during which, a constrained liner was placed. The patient had an uncomplicated revision and postoperative course and was discharged form physical therapy after successful treatment. Due diligence is in progress for this event; to date no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Vit e liner neutral ii 32 item#00-8851-010-32, lot#64239542. This follow-up report is being submitted to relay additional and corrected information. No product was returned or pictures provided: product evaluation could not be performed. Part and lot identification are necessary for review of device history records, neither were provided, therefore no research could be performed. Device used for treatment. Of note, patient is characterized with a high bmi score, which might increase the risk of hip dislocation. However, with the available information a definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. A review of the additional information reported in 0009613350-2022-00555-3 does not alter the findings of the previously reported investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.